Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at about 12 atmospheres for about 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.